Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported the patient¿s pump began alarming on (B)(6) 2015. Telemetry had not yet been performed. Their personal therapy manager (ptm) was not working and was showing the code 8286. The patient had not recently had a refill. If the patient did not have the medicine, their tailbone would be bad and they would not be able to walk. The medication being delivered via the pump was dilaudid. Additional information has been requested regarding interventions and the patient¿s outcome, but was not available as of the time of this report. If additional information becomes available, the event will be updated.